Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 60 mg/dl, 60 mg/dl, 160 mg/dl, and 71 mg/dl. Low blood glucose symptoms were reported with these results; customer was able to self treat. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.